Event description:
The customer reported a concern due to optia machine being down for more than 6 days. A report of the machine switching on and off 2 times was reported. Patient information is not available at this time. This report is being filed due to the customer filing a sae report with their local authorities.

Event description:
The customer would not provide the patient's weight. No medical intervention was required for this event.

Manufacturer narrative:
(B)(4). Investigation: the particular machine in this report was actually not out of service for more than 6 days. The report of a reboot was received on (B)(6) 2011. A letter was provided to the customer explaining the software issue that led to the reboot on (B)(6) 2011, and the machine was released for use on (B)(6) 2011. When the device reboots it is placed in a safe state. Run data files were reviewed for the reported reboot and it was determined to be due to a "memory allocation failure" prior to the reboot. This is a rare condition that has only been seen one other time in the field. The service technician was unable to duplicate the reported condition but checked the electrical connections and functionally tested the machine with no problems found. Root cause: software issue corrective/preventive action: this software issue is captured in an internal issue tracker, and has been resolved and is targeted for release in the next version of software.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The device history record was reviewed. Nothing was found that was related to this event.